Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 449 mg/dl. The customer¿s blood glucose level was 425 mg/dl. The customer¿s blood glucose level was 212 mg/dl at the time of incident. The customer gave positive results in ketones test also experienced nausea, abdominal pain, difficulty breathing, extremely thirsty and did manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer not able to finish troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.